Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: fifty-seven (57) samples were received from the customer for investigation. The samples were visually examined using unaided vision. No samples were found to have needles through the needle shield. Therefore, the condition reported by the customer cannot be confirmed and a root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle through shield for lot #7236551 item #305109. Related complaint: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: no samples were found to have needles through the needle shield. Therefore, the condition reported by the customer cannot be confirmed and a root cause cannot be determined.

Event description:
It was reported that needle shield penetration occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer claims when the nurse went to use the needle poked out of the cap. Multiple attempts have been made to contact this customer for further details."